Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of (B)(6). Date of event: date of event was approximated to (B)(6) 2020 as the event date was unknown. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the speedband device would not appropriately fire the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the speedband device would not appropriately fire the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on december 23, 2020: it was reported to boston scientific corporation that the procedure was performed on (B)(6) 2020.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned while the ligator head was not returned with the device. It was also noted that the trip wire was secured in the handle assembly slot and it was noticed that it was kinked in several locations. A functional evaluation was performed by rotating the handle knob 180 degrees and an audible click was heard and indents were felt. No issue was noted with the handle assembly and no other issues with the device were noted. As per complaint information the issue occurred during procedure, severe kinking of the trip wire suggest manipulation of the device during unpacking or while the trip was advanced through the scope, also securing the trip wire in handle slot and rotation of handle knob can result in kinking of the trip wire in several locations. The reported event of failure to deploy was not confirmed. Since the ligator head was not returned for analysis, a deep analysis of the component could not be performed; therefore, it was not possible to confirm if the device had a damage/defect that could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. Additional information: block b3 and b5 (date of event): on december 23, 2020, it was reported that the correct date that boston scientific corporation became aware of this event was on december 27, 2020.